Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 alarm on the homechoice (hc) machine during dwell 3 of 6. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp recycle the hc. The tsr informed the hp to start over using new supplies or use manual bags. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse, she was not aware of the alarm; however, the patient has been to the clinic since this event and has resumed therapy successfully. The patient did not report any issues. There was no patient injury or medical intervention associated with this event.